Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the advancer handshake connectors were disconnected and not on the handshake connection. The full device was unable to be rotationally tested as the burr catheter could not be connected to the advancer due to the missing handshake connectors.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.75mm rotapro and rotawire were selected for use. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire on dynaglide mode. During procedure, the maximum rotational speed was 200,000rpm. During removal of the devices, it was noted that the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with these devices. There were no patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the rotawire. A 1.75mm rotapro and rotawire were selected for use. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire on dynaglide mode. During procedure, the maximum rotational speed was 200,000rpm. During removal of the devices, it was noted that the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with these devices. There were no patient complications were reported.